Event description:
The customer reported that there was no power at the monitor cart. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended. And released to the customer for use.